Event description:
It was reported that a sensing anomaly was observed. The lead was dislodged. The physician decided to remove the lead. The physician observed that the helix had tissue fixed to it and believes that this was the reason why the lead was moving. The lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.